Manufacturer narrative:
This report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). The reported event required medical/surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent for an unknown. During the surgery, the surgeon couldn¿t lock a screw to the far distal hole of the plate. The surgery was completed successfully with less than 30 minutes delay. The patient was stable. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity# unknown), unknown screwdriver (part# unknown, lot# unknown, quantity# unknown). This complaint involves two (2) devices. This is report 2 of 2 for (B)(4).